Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor swap button was not functioning. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The swap button cannot be operated. In addition, the following non-reportable malfunctions were found during the device evaluation: bezel is scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.